Event description:
Initial reporter indicated that originally her daughter was implanted in 2002, reimplanted in 2006 due to eos and now requires a third vns implant. Reported that when her child's physician interrogates the vns he gets mixed readings. "Sometimes it was normal reading other times it read low. She had x-rays that showed that the leads were properly placed and making connection." Patient's mother reported that the patient's physician reported that "he wanted to replace the vns again as he felt that the leads were not making proper connection." Reported he increased her child's medications and the settings were increased on her vns. The patient has not had any other seizures since this last adjustment. Good faith attempts are being made for additional details surrounding the event.